Event description:
The facility reported a pump with a failue code 810:04. This problem occurred at an unknown time. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of a pump with a failure code 810:04 was confirmed during product evaluation. The failure code was due to an out of calibration air-in-line printed circuit board. The ail pcb was recalibrated and the device was tested.